Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported event code and the observed failure to deliver defibrillation energy was due to no output on legs 14 and 2 from an integrated circuit chip, designator u24.

Event description:
It was initially reported that the customer's device had its service indicator present and had logged an event code. There was no patient use associated with the reported failure. After evaluation of the device by physio-control, it was observed that the device could not deliver defibrillation energy.